Manufacturer narrative:
A ge oec svc rep investigated the issue and found a damaged foot switch and a/c power cord. Both were repaired. Failure due to sys abuse. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction

Event description:
The ge oec 9800 fluoroscopy sys had an a/c plug with bent pins and exposed wires on the foot switch cable.